Event description:
It was reported that a patient experienced collapse of their reverse oblique proximal femur fracture post trochanteric fixation nailing. The patient heard a popping sensation 10 days postoperatively while in rehabilitation. The fracture collapse was confirmed via x-rays 6 weeks postoperatively. The treatment plan is unknown at this time. This report is for an unknown helical blade. This is report number 3 of 3 for (B)(4).

Manufacturer narrative:
(B)(4): this report is for an unknown lag screw/unknown lot.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for an unknown lag screw.

Manufacturer narrative:
This report is for 1 unknown helical blade. Additional product code: hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.